Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 16.2 mmol/l (291.6 mg/dl) while wearing the pod between 25 and 36 hours. Upon realization of high bgs, the pod was removed and the cannula was not visible, indicating that there was a needle mechanism failure. The patient also reported trying to administer to bolus corrections prior to removal. Information on treatment was not provided.